Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00352 and #1828100-2016-00353 (same user facility and reported issue, different unit). The reported complaint was not verified. End of service life for the dual cooler heater units was 31-dec-2014. The unit can not be serviced by the manufacturer and customer cannot order replacement parts due to unit being at end of service life. The customer stated they will use a third party to repair the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported by the user facility's biomedical engineer (biomed) that the cooler heater unit was down. No other details regarding the nature of this event were provided.